Event description:
Approximately 1 week after implantation, the patient developed a post-op bulge on the right lateral surface. The device was explanted on (B)(6) 2022. Imd was made aware of this event by (B)(6) from advanced urology several months after the event occurred.

Manufacturer narrative:
A post-operative bulge is not an uncommon occurrence when an implant is placed under the skin as the skin and surrounding tissues adjust to the presence of a foreign body. However, the "bulge" is not defined, and it is unable to be determined if the implant, skin, or surrounding tissues is the source. Dissatisfaction of cometic results is a potential side effect of any cosmetic procedure and is disclosed to the patient prior to surgery. Within the instructions for use, it is also listed as a potential complication. It is not disclosed if the explantation of the device was due to cosmetic dissatisfaction or a necessary medical intervention. This is the first complaint recorded of a post-op bulge.